Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's mother reported via phone call that the insulin pump's display went blank and a button error alarm occurred after being exposed to water. The customer's mother also reported that the keypad was unresponsive. Blood glucose level at the time of the incident was not provided. The customer's mother stated that the display was cracked. The caller was advised that the insulin pump would be replaced and agreed to return the device for analysis.

Manufacturer narrative:
The pump was received with intermittent button response due to corroded keypad traces. No button error alarms noted during testing. No moisture damage on the electronic stack, motor, battery tube or vibrator assembly noted. The pump had a partially broken reservoir tube lip, minor scratches on the display window, a cracked case at the display window corner, a broken belt clip slot, and cracked battery tube threads.